Manufacturer narrative:
Insulin pump could not be powered on due to battery tube being pushed too far into pump not allowing battery cap contact. Unable to perform displacement test, selftest, active current test and sleep current test due to battery tube anomaly. Pump received with cracked belt clip rail case corner and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the compartment was cracked. The device will be returned for analysis.